Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test, an error test and displacement test. The device was programmed with correct time and date. The unit was monitored for 2 days with a 1.0 u/hr basal rate at 50c and no error alarms were noted. The insulin pump was downloaded to carelink properly. However, several other alarms were found at the alarm history due to a corrupted history file. No cosmetic damage noted.

Event description:
The customer reported getting a transfer failed message when she attempted to upload to the (B)(4) stating and it was not able to upload due to incomplete or incorrect reading of the devices data. Informed the customer that this usually occurs due to the insulin pump's memory having some issues and the system recognizes the issues and rejects it. Instructed the caller to review the alarm history and found several error alarms. The caller mentioned that the battery was removed until she got training. Instructed the customer to keep the battery inside the device at all times. Advised the caller that the device would be replaced. No further information was provided.